Event description:
The following information was provided by the initial reporter: it was reported that we have had two incidents where a nurse was pricked following a failure of the canula safety mechanism (reference 302437, batch 2601010) additional information 6/2/2026: - only one experienced clinical nurse pricked herself, on two occasions - the incident took place on friday 29 may in the morning - the samples are not available - the fault was noticed after use in practical terms, the clinical nurse pricked herself when she tried to cover the canula with the safety device. The safety mechanism slipped, and the rotation axis was lost¿ as I think she didn¿t use her index finger to engage it¿ I¿ve just explained it to her again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.